Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 500 mg/dl. Customer took a insulin shot to treat their hyperglycemia but her blood glucose was not coming down. Customer ran self test and it was pass. Troubleshooting was not completed as the line got disconnected. Insulin pump will not be returned for analysis.